Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had air bubble anomaly on the reservoir. The blood glucose at the time of the incident was 240 mg/dl. The customer state she has been having issued with air bubbles in her reservoir. The customer believes there is an air bubble inside the rubber that is inside the reservoir and when it is pressed it pushes the air bubble in the tubing. The customer was dissatisfied with the reservoir. The customer declined troubleshooting for the reservoir or the air bubbles.